Event description:
The patient received two leads with the same lot number. It was reported the patient did not have peripheral pain coverage on his left side since implant (off-label use). The physician repositioned the patient's lead, for left sided mid-back coverage. It was reported the patient has coverage, and the issue was resolved with lead repositioning.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.